Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. Fdm b01, fdr c19, fdc d14 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that a 2d image was able to be taken without issue, but when switching to 3d mode the imaging system shut down. It was powered back on and used to successfully take a 3d spin with no delay.  Just prior to the shutdown, the imaging and navigation systems showed as connected and ready to spin. The imaging system had been plugged in all night the night prior so should have been fully charged. There was no delay to the procedure and no impact on patient outcome.